Event description:
Hcp reports pt presented 2004 noting increase pain at right lumbar radiculopathy was dorsal column stimulator stopped working. Diagnosis include radiculopathy and sacroilitis. The pt was treated with battery replacement and broken lead explant. An additional lead was attempted to be placed with failure due to scar tissue. The device was explanted but not returned to the manufacturer for analysis. Hcp reported pt outcome as having developed a minor superficial infection of the wounds treatment without complications.